Event description:
Pt with history of aortic valve replacement 7 yrs ago, chf, mitral regurgitation and peripheral vascular disease. Admitted for arteriography and iliac stent placement. Following diagnostic arteriogram, bilateral iliac artery angioplasty and stenting were performed. The right stent was angioplastied first using 4 cm balloon, inflated to 6 and a leak was noted. The balloon was removed easily and a second balloon was placed. This was inflated to 7-8 and was also noted to leak. Upon attempting removal it became lodged and could not be advanced/removed. Attempts were made to remove the sheath and balloon together over the guidewire. The angioplasty balloon was only partially in the sheath and the distal end of the balloon catheter became lodged in the common femoral artery. The balloon completely sheared in a circumferential manner with the tear occurring proximally. The rest of balloon was bunched up along the proximal catheter. Pt at high risk for arterial laceration of embolization of catheter fragment. Decision to remove surgically. Groin dissected in or. Fragments removed.